Manufacturer narrative:
The unit was received at the international service center for evaluation. The service technician performed run-in test but confirmed the reported complaint was not duplicated. Unit was checked overall but no abnormality was found. During evaluation review of the diagnostic event log showed occurrence of error code 100e (blower stalled), which indicates low blower speed. Blower was replaced to prevent recurrence of low blower speed issue. (B)(6). (B)(4).

Event description:
The international customer reported that (B)(6) 2016 17:10 when a nurse was taking care of the patient the screen blacked out and an alarm (detail is unknown) occurred. The unit was disconnected from the patient and discontinued use. There was some error message appeared on the screen but could not be read. The unit was replaced. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Blower assembly was returned to the v60 vent manufacturing facility for evaluation. The blower assembly was installed in a test ventilator. The blower assembly was tested and no failures or errors were identified. The root cause for the occurrence of error code 100e (blower stalled), identified in the diagnostic event log could not be identified.